Event description:
It was reported that the patient was seen in the emergency room due to discomfort in the chest. The emergency room doctor informed the patient that the vns site was infected. The patient had recently underwent vns replacement surgery. The patient was prescribed an oral antibiotic for 10 days. The patient was seen by the primary car physician on (B)(6) 2013 at which time was told everything looked ok. The patient was scheduled for follow-up with the surgeon to check the wound prior to programming the device on. It was reported that no cultures were performed and that there was no patient manipulation or trauma that occurred that may have contributed to the infection. It was reported that the physician believes that the infection was related to the implant procedure. It was reported that the patient was seen by the surgeon and the infection has cleared. The device was programmed on.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.